Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the device and right atrial (ra) lead were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited noisy signals and low out-of-range pace impedance measurements. Isometric exercises were unable to reproduce the noise. The physician plans to continue to monitor until it is time for device replacement, at which point the ra lead may be revised. This product remains in service. No adverse patient effects were reported.